Manufacturer narrative:
It was not possible to ascertain specific device information (i.e. Serial/lot numbers) from the article or to match the events reported with previously reported events. The device was used for an off label indication. Concomitant products: product ID: 3023, product type: implantable neurostimulator. Product ID: 3023, product type: implantable neurostimulator. Product ID: 3093-28, product type: lead.

Event description:
Patton, v., stewart, p., lubowski, d.z., cook, i.j., dinning, p.g. Sacral nerve stimulation fails to offer long-term benefit in patients with slow-transit constipation. Dis. Colon rectum. 2016. 59(9):878-885. Doi: 10.1097/dcr.0000000000000653. Summary: the purpose of this study was to assess the long-term efficacy of sacral nerve stimulation in patients with scintigraphically confirmed slow-transit constipation. Reported events: 1 patient with sacral nerve stimulation (sns) for constipation developed an infection around the implantable neurostimulator (ins) within the first year after implant, leading to explantation of the device. It was noted that all patients who experienced adverse events during the follow-up period eventually withdrew from the study because of dissatisfaction with the treatment, and 46 of 48 who withdrew from the study went on to have the device explanted. Two patients with sns for constipation developed chronic urinary retention within the first year after implant. As a result they turned the device off, and were considered treatment failures. It was noted that all patients who experienced adverse events during the follow-up period eventually withdrew from the study because of dissatisfaction with the treatment, and 46 of 48 who withdrew from the study went on to have the device explanted. One patient with sns for constipation experienced dislodgement of the ins within the first year after implant, which was surgically relocated in the second year post-implant. It was noted that all patients who experienced adverse events during the follow-up period eventually withdrew from the study because of dissatisfaction with the treatment, and 46 of 48 who withdrew from the study went on to have the device explanted. One patient fell and dislodged the lead, requiring surgical replacement. It was noted that all patients who experienced adverse events during the follow-up period eventually withdrew from the study because of dissatisfaction with the treatment, and 46 of 48 who withdrew from the study went on to have the device explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.